Event description:
The customer reported that following a catheterization procedure in 2003, a vasoseal vhd kit size 1 was deployed. During deployment of the collagen, resistance was felt and the operator used more force to advance the plunger, and the sheath broke. No pt complications were reported.